Event description:
A talent stent graft system was implanted into a pt for the endovascular treatment of a 6 cm thoracic aortic aneurysm and a dissection in the descending aorta. The dissection and aneurysm were most likely created by an automobile accident several years ago. It was reported that prior to the stent graft placement, the physician elected to place a synthetic elephant trunk graft in the aortic arch and the ascending aorta. During the elephant graft procedure, there was a dissection created into the ascending aorta, which the physician elected to repair with another synthetic graft. Then the physician successfully deployed the talent thoracic stent graft into the synthetic graft without any endoleaks, and the procedure was completed. Later the evening of the procedure, the pt expired. The physician stated that the cause of the death was that the suture line from the elephant trunk procedure was leaking and did not exclude the blood flow.

Manufacturer narrative:
(B) (4): evaluation results: (death); (pre-operative dissection); (device was used for treatment of a thoracic dissection and implantation into a synthetic graft).